Event description:
The customer reported that the interconnect cable was torn/frayed. There was a connection problem between the c-arm and monitors. Also, when going from ap to lateral, the image was distorted.

Manufacturer narrative:
The ge service rep removed and replaced the interconnect cable. The image was stable going from ap to lateral.